Manufacturer narrative:
The customer indicated they were using lot numbers 72523un11, 40553un11 and 13130un11 during the timeframe of this event. It is unknown which lot generated the discrepant result. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. A precision testing protocol was executed using lot 40553un11 and met acceptance criteria which indicated the reagents are performing as expected. Tracking and trending indicated an increase in complaints for lot 40553un11 but an adverse trend was not identified. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect stat troponin-I assay; list 2k41, lot 40553un11 was not identified.

Event description:
The customer is observing imprecision issues with the architect stat troponin-I assay across two i2000sr analyzers where the original result does not repeat. The customer uses a cutoff of 0.04ug/l for this assay. Results were provided where a patient (B)(4) generated an initial result of 0.105 ug/l and a repeat result of 0.000 ug/l on (B)(6) 2011. No impact to patient management was reported.